Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer changed the supplies to the pump; however, the occlusion alarm continued. The next day the pump screen would not light up when the wake button was pressed. When the pump was plugged into a power source the "a" red light blinks and the pump vibrates with a beeping sound. The customer's blood glucose level was 300 mg/dl. The customer reverted to using insulin injections to manage diabetes. Reportedly, the customer was using u-500 insulin in the cartridge.